Event description:
It was reported that noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) was observed on the right ventricular (rv) lead. A revision was performed and insulation damage was visually confirmed. The defective portion on the rv lead was explanted, the remaining lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise, inappropriate anti-tachycardia pacing and lead damage were confirmed. As received, a partial lead (only the connector portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the ring electrode, right ventricular, superior vena cava and inner coil lumens. The etfe coatings of the superior vena cava cables and ptfe liner of the inner coil were abraded in this location. The cause of the reported events was due to the external insulation abrasion breaching the etfe coatings of superior vena cava cables and ptfe liner of the inner coil which is consistent with friction to the device can.